Event description:
Medtronic received information that this edwards surgical valve was replaced with a transcatheter bioprosthetic valve for an unknown reason. (B)(4) this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).